Manufacturer narrative:
Reporting Quarter: Q2 2026: April 1, 2026 to June 30, 2026.Summary of Adverse Events: This report summarizes 124 death events for all BSC devices reported in the WATCHMAN FLX Pro SURPASS Registry, from which 85 events are also in WATCHMAN FLX Pro NOAC Alone Registry, and 4 events are also in WATCHMAN FLX Pro NOAC Alone Registry and WATCHMAN FLX Pro OPTION PAS Registry. Device relationship to the events reported is not provided.Devices reported followed by the ProCode:20mm WATCHMAN FLX Pro, NGV24mm WATCHMAN FLX Pro, NGV27mm WATCHMAN FLX Pro, NGV31mm WATCHMAN FLX Pro, NGV35mm WATCHMAN FLX Pro, NGV40mm WATCHMAN FLX Pro, NGVWATCHMAN FXD Curve Access System Dbl, DQYWATCHMAN TruSteer Access System, DQYContextual Summary of Analysis: The SURPASS Pro registry did not identify any new adverse event trends associated with WATCHMAN FLX Pro. An analysis was conducted for all events from the SURPASS Pro registry logged as complaints in the past quarter. All reported rates of adverse events are consistent with rates reported in published literature. 1-47References:1. Mohmand-Borkowski A, Glass N, Timoh T, Friedman PL, Rozmyslowicz T. Real-world outcomes of left atrial appendage closure in very elderly compared with younger patients. Heart Rhythm O2. 2025;6(12):1993-2000.2. Galea R, De Marco F, Meneveau N, et al. Amulet or Watchman Device for Percutaneous Left Atrial Appendage Closure: Primary Results of the SWISS-APERO Randomized Clinical Trial. Circulation. 2022;145(10):724-738.3. Saw J, Fahmy P, Azzalini L, et al. Early Canadian Multicenter Experience With WATCHMAN for Percutaneous Left Atrial Appendage Closure. J Cardiovasc Electrophysiol. 2017;28(4):396-401.4. Li X, Jin Q, Yao Y, Zhang X, Lv Q. Clinical Effectiveness and Safety Comparison between Reduced Rivaroxaban Dose and Dual Antiplatelet Therapy for Nonvalvular Atrial Fibrillation Patients Following Percutaneous Left Atrial Appendage Closure: A Prospective Observational Study. Rev Cardiovasc Med. 2023;24(11):335.5. Hemam ME, Kuroki K, Schurmann PA, et al. Left atrial appendage closure with the Watchman device using intracardiac vs transesophageal echocardiography: procedural and cost considerations. Heart Rhythm. 2019;16(3):334-342.6. Hana D, Miller T, Chaker Z, et al. Evaluating Gender-based Differences in Clinical Outcomes for Patients Undergoing Left Atrial Appendage Occlusion: A Single Centre Experience. Curr Probl Cardiol. 2023;48(3):101532.7. Della Rocca DG, Magnocavallo M, Di Biase L, et al. Half-Dose Direct Oral Anticoagulation Versus Standard Antithrombotic Therapy After Left Atrial Appendage Occlusion. JACC Cardiovasc Interv. 2021;14(21):2353-2364.8. Li XX, Tian Y, Shi L, et al. One-stop hybrid procedure combining catheter ablation and left atrial appendage closure increases long-term risk for adverse events in patients with atrial fibrillation. Pacing Clin Electrophysiol. 2020;43(11):1358-1365.9. De Cock E, Lochy S, Rivero-Ayerza M, et al. Clinical Value of CT-Based 3D Computational Modeling in Left Atrial Appendage Occlusion: An In-Depth Analysis of the PRECISE LAAO Study. Catheter Cardiovasc Interv. 2025;105(6):1356-1364.10. Kayvanpour E, Kothe M, Kaya Z, et al. Comparative Assessment of Percutaneous Left-Atrial Appendage Occlusion (LAAO) Devices-A Single Center Cohort Study. J Cardiovasc Dev Dis. 2024;11(6).11. Kuwabara K, Kubo S, Nakajima Y, et al. Effect of Device Size on Outcomes Following Left Atrial Appendage Closure in Borderline-Sized Anatomy. JACC Asia. 2026:Epub before print.12. Saw J, Inohara T, Gilhofer T, et al. The Canadian WATCHMAN Registry for Percutaneous Left Atrial Appendage Closure. CJC Open. 2023;5(7):522-529.13. Munir MB, Khan MZ, Darden D, et al. Contemporary procedural trends of Watchman percutaneous left atrial appendage occlusion in the United States. J Cardiovasc Electrophysiol. 2021;32(1):83-92.14. Chen JM, Ruan ZB, Chen GC, Zhu JG, Ren Y, Zhu L. Risk factors of incomplete endothelialization after left atrial appendage occlusion in patients with atrial fibrillation. Arch Med Sci. 2025;21(1):75-83.15. Jiang XH, Tan YJ, Wang RZ, Ruan ZB, Zhu L. Comparison of prognosis and analysis of related risk factors among three different left atrial appendage occlusion procedures in patients with atrial fibrillation. Front Cardiovasc Med. 2025;12:1534899.16. Fastner C, Hoffmann L, Aboukoura M, et al. Real-world experience comparing two common left atrial appendage closure devices. BMC Cardiovasc Disord. 2018;18(1):171.17. Kleinecke C, Yu J, Neef P, et al. Clinical outcomes of Watchman vs. Amplatzer occluders for left atrial appendage closure (WATCH at LAAC). Europace. 2020;22(6):916-923.18. Ke JY, Jin LS, Lin YN, et al. Combined atrial fibrillation ablation and left atrial appendage closure: Watchman vs. LAmbre devices. Front Cardiovasc Med. 2022;9:1011037.19. Alhuarrat MAD, Pargaonkar S, Rahgozar K, et al. Comparison of in-hospital outcomes and complications of left atrial appendage closure with the Watchman device between males and females. Europace. 2023;25(9):Epub before print.20. Alzahrani A, Wazni OM, Hussein A, et al. Outcomes of Concomitant Atrial Fibrillation Ablation and Left Atrial Appendage Closure: A Retrospective Single-Center Experience. JACC Adv. 2024;3(12):101377.21. Tzikas A, Shakir S, Gafoor S, et al. Left atrial appendage occlusion for stroke prevention in atrial fibrillation: multicentre experience with the AMPLATZER Cardiac Plug. EuroIntervention. 2016;11(10):1170-1179.22. Vizzari G, Sanfilippo M, Laterra G, et al. Moderate conscious sedation for transesophageal echocardiography guidance of percutaneous left atrial appendage closure: The MID-DEX protocol. Cardiovasc Revasc Med. 2025;76:48-53.23. Cepas-Guillen P, Flores-Umanzor E, Leduc N, et al. Impact of Device Implant Depth After Left Atrial Appendage Occlusion. JACC Cardiovasc Interv. 2023;16(17):2139-2149.24. Asami M, Naganuma T, Ohno Y, et al. Initial Japanese Multicenter Experience and Age-Related Outcomes Following Left Atrial Appendage Closure: The OCEAN-LAAC Registry. JACC Asia. 2023;3(2):272-284.25. Asami M, Horiuchi Y, Tanaka J, et al. DOAC Score for Predicting Clinical Outcomes After Left Atrial Appendage Closure. CJC Open. 2025;7(4):420-428.26. Cruz-Gonzalez I, Korsholm K, Trejo-Velasco B, et al. Procedural and Short-Term Results With the New Watchman FLX Left Atrial Appendage Occlusion Device. JACC Cardiovasc Interv. 2020;13(23):2732-2741.27. Kretzler L, Mues C, Wunderlich C, et al. Short term outcome after left atrial appendage occlusion with the AMPLATZER Amulet and WATCHMAN device: results from the ORIGINAL registry (saxOnian RegIstry analyzinG and followINg left atrial Appendage cLosure). BMC Cardiovasc Disord. 2022;22(1):271.28. Shrestha B, Poudel B, Poudel D, Diaz Fraga J. National Yearly Trend of Utilization and Procedural Complication of the Watchman Device in the United States. Cureus. 2022;14(6):e25567.29. Nair D, Freixa X, Ellis CR, et al. Early Outcomes With a Next-Generation Dual-Seal Left Atrial Appendage Occluder: Results From the VERITAS Study. JACC Clin Electrophysiol. 2026:Epub before print.30. Hussain K, Sam R, Patel R, et al. Impact of moderate sedation on electrophysiology lab time for left atrial appendage occlusion using 4D-intracardiac echocardiography. J Cardiovasc Electrophysiol. 2024;35(11):2202-2210.31. Bonanni M, Frazzetto M, Nardone A, et al. Gender differences in outcomes after left atrial appendage closure with Watchman FLX device: insights from the Italian-FLX registry. Front Cardiovasc Med. 2024;11:1419018.32. Uwumiro FE, Oghotuoma OO, Eyiah N, et al. Left Atrial Appendage Closure With Catheter Ablation vs. Ablation Alone on Outcomes of Atrial Fibrillation in Heart Failure With Reduced Ejection Fraction: A Propensity Score-Matched Analysis. Cureus. 2024;16(11):e74577.33. Alkhouli M, Freeman JV, Ellis CR, et al. First Experience With Amulet in the United States: Early Insights From EMERGE LAA Postapproval Study. JACC Cardiovasc Interv. 2024.34. Korsholm K, Jensen JM, Nielsen-Kudsk JE. Intracardiac Echocardiography From the Left Atrium for Procedural Guidance of Transcatheter Left Atrial Appendage Occlusion. JACC Cardiovasc Interv. 2017;10(21):2198-2206.35. Kany S, Bordignon S, Piorkowski M, et al. Retrieval of embolised left atrial appendage closure devices. EuroIntervention. 2021;17(2):e178-e180.36. Korsholm K, Kramer A, Andersen A, et al. Left atrial appendage sealing performance of the Amplatzer Amulet and Watchman FLX device. J Interv Card Electrophysiol. 2023;66(2):391-401.37. Li L, Qian S, Fu JY, et al. Comparing safety and efficacy: MemoLefort versus watchman for left atrial appendage closure. Int J Cardiol. 2024;398:131641.38. Korsholm K, Nielsen KM, Jensen JM, Jensen HK, Andersen G, Nielsen-Kudsk JE. Transcatheter left atrial appendage occlusion in patients with atrial fibrillation and a high bleeding risk using aspirin alone for post-implant antithrombotic therapy. EuroIntervention. 2017;12(17):2075-2082.39. Su F, Gao C, Liu J, et al. Periprocedural Outcomes Associated With Use of a Left Atrial Appendage Occlusion Device in China. JAMA Netw Open. 2022;5(5):e2214594.40. Hara H, Kubo S, Nakajima Y, et al. Initial results of transcatheter modification of left atrial appendage by obliteration with device in patients with nonvalvular atrial fibrillation: Real-world data from the TERMINATOR registry. J Cardiol. 2024;83(5):298-305.41. Gupte T, Al-Sadawi M, Luke T, et al. Clinical outcomes of patients referred for left atrial appendage exclusion who did and did not undergo the procedure. Heart Rhythm. 2024;21(7):1016-1023.42. Cruz-Gonzalez I, Torres Saura F, Trejo-Velasco B, et al. Impact of operators experience on peri-procedural outcomes with Watchman FLX: Insights from the FLX-SPA registry. Int J Cardiol Heart Vasc. 2022;38:100941.43. Pastormerlo LE, Tondo C, Fassini G, et al. Intra-Cardiac versus Transesophageal Echocardiographic Guidance for Left Atrial Appendage Occlusion with a Watchman FLX Device. J Clin Med. 2023;12(20).44. Alkhouli M, Chaker Z, Clemetson E, et al. Incidence, Characteristics and Management of Persistent Peri-Device Flow after Percutaneous Left Atrial Appendage Occlusion. Struct Heart. 2019;3(6):491-498.45. Fukuda N, Imamura T, Tanaka S, et al. Feasibility of combined therapy: percutaneous left atrial appendage closure and transcatheter edge-to-edge repair. Cardiovasc Interv Ther. 2025;40(2):400-413.46. Vuddanda VLK, Turagam MK, Umale NA, et al. Incidence and causes of in-hospital outcomes and 30-day readmissions after percutaneous left atrial appendage closure: A US nationwide retrospective cohort study using claims data. Heart Rhythm. 2020;17(3):374-382.47. Saad M, Risha O, Sano M, et al. Comparison between Amulet and Watchman left atrial appendage closure devices: A real-world, single center experience. Int J Cardiol Heart Vasc. 2021;37:100893.Device Evaluation: Under the terms and conditions of the Registry, anonymized data was provided. No products were returned as part of the Registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "Potential Adverse Events" list in the FDA-approved Instructions for Use (IFU).Registry Name: WATCHMAN FLX Pro Device SURveillance Post Approval AnalySiS (WATCHMAN FLX Pro SURPASS)

Event description:
This report summarizes 124 death events. Note that multiple event terms may apply to a single patient but are captured separately under reporting guidelines. Device relationship to the events reported is not provided.Of the reported 124 death events:70 involved Stroke/CVA.20 involved No Clinical Signs, Symptoms or Conditions.12 involved Cardiac Arrest.10 involved Pericardial Effusion.7 involved Unspecified Infection.7 involved Additional Device Required.6 involved Surgical Intervention.5 involved Late Thrombosis/Thrombus.5 involved Cardiac Tamponade.4 involved Thromboembolism.4 involved Air Embolism.3 involved Hematoma.3 involved Hospitalization or Prolonged Hospitalization.3 involved Unexpected Medical Intervention.3 involved Migration.2 involved Transient Ischemic Attack.2 involved Endocarditis.2 involved Hemorrhagic Stroke.2 involved Device Explantation.1 involved Hemorrhage/Blood Loss/Bleeding (Blood Loss).1 involved Subacute Thrombosis/Thrombus.1 involved Intracranial Hemorrhage.1 involved Hemorrhage/Blood Loss/Bleeding (Hemorrhage).1 involved Absence of Treatment.1 involved Failure to Seal (Leak Greater Than 5mm).1 involved Device Dislodged or Dislocated.1 involved Failure to Seal (Leak Less Than 5mm).Age Range: 58 to 93 years.Patient Sex: 51 Female; 73 Male.Type of Procedure: Left Atrial Appendage Closure.Boston Scientific received notification of events for the Watchman LAAC device reported in the ACC Watchman SURPASS PRO Registry to assess long-term safety and effectiveness outcomes associated with the use and implantation of the WATCHMAN FLX Left Atrial Appendage (LAA) Closure Device with Delivery System in a routine clinical setting. Patient events were reported as event terms with no further detailed information. Multiple event terms may apply to a single patient, but are captured separately under the terms of the summary reporting guidelines. Data includes newly implanted patients and follow up of patients included in the previous data set. Under the terms and conditions of the Registry, data is anonymized before being transmitted to BSC, thus there are significant limitations to BSC's ability to correlate the data to information previously reported as a spontaneous complaint. The registry does not provide a causality relationship for each reported event to the device. No further information is available to BSC.